Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2006, and a revision procedure (B)(6) 2004, due to patient allegations of pain and personal injury. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2014-04219 /-06528).

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2006, and a revision procedure on (B)(6) 2014, due to patient allegations of pain and personal injury. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2014 due to pain. Operative report noted the presence of inflammatory fluid, a loose acetabular cup and a lesional defect in the ilium. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states,"intraoperative or postoperative bone fracture and/or postoperative pain."